Event description:
It was reported that the burr was stuck in lesion. The target lesion was located in the right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr got stuck and had difficulty to cross. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Correction to field d4: lot number from 0027793334 to 0027436898. Correction to field d4: expiration date from 07/07/2023 to 05/05/2023. Correction to filed h4: device manufacture date from 08/06/2021 to 06/04/2021. Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. During inspection of the device, it was found that the handshake connection could not be retrieved from within the burr housing. In order to inspect the handshake connection, the burr housing was dismantled and the coil was found to be kinked, stretched, and broken within the sheath. Wear was identified within the sheath. The handshake connection was not returned with the remainder of the device. As the handshake connection was not returned for analysis, further functional testing of the device was unable to be performed as the handshake connection is needed to connect the burr catheter to the advancer. The clinical circumstances surrounding the reported device becoming stuck within the lesion were unable to be replicated. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck in lesion. The target lesion was located in the right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr got stuck and had difficulty to cross. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.